Event description:
Reporter called regarding a test her husband took for a toxicology report. On (B)(6) 2025 he had a urine screen done which came back negative and also had a blood screen done the same day and that came back positive for methamphetamine. The wife stated he has not used drugs in 6 months and does not understand why the blood screen came back positive if the urine screen is negative. This false positive result has caused the reporter's husband to be imprisoned. The wife states the test is not FDA approved and this should be illegal.